Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose levels while using the ilet after eating without announcing meals, which led to postprandial hyperglycemia followed by automated insulin-driven lows and subsequent user overcorrections with carbohydrates. Symptoms included dizziness and visual disturbance. Outcomes included transient hypoglycemia and hyperglycemia without hospitalization or medical intervention. Investigation included a review of user-reported logs and troubleshooting with education. Investigation of this case revealed user handling contributed, specifically missed meal announcements and overcorrection of lows, with the device functioning as designed. It was concluded that the event was attributable to use error related to meal announcement and carbohydrate treatment behaviors, and education on proper meal announcements and appropriate hypoglycemia treatment was provided.